Event description:
It was reported that this right ventricular (rv) lead was believed to have been fractured and exhibited high out of range pacing impedance measurements. A revision procedure was performed. This rv lead was explanted and replaced with a new lead successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.